Event description:
In 2009, pt reported she woke up with a reading of 46 mg/dl. Pt reported she ate 45 grams of carbs of cereal with milk. She stated this is "3 units of carbs" and she gave herself 3 units of insulin. Pt reported "cereal causes her blood glucose to go high." She states she tested her blood glucose and it was 469 mg/dl 4 hours after eating. Pt reported the "insulin did not operate at all." She stated she then took 10 units by injection and she is in the 200 mg/dl range. Pt reports this happens to her often and has discussed it with her doctor. Advised she contact her doctor and let them know it is continuing. Pt stated the only thing she can "think is the insulin is old." She stated she got the insulin out of a new vial. Pt reported she has recently gained weight. Pt stated she did not receive any error messages. Pt reported she had a feeling it was the food. Pt stated every time she puts something in her mouth "it's too much or not enough." Pt reported she is exercising more often due to her higher reading. Pt stated she would switch to replacement infusion device after the call. On follow up call five days later, pt reported her readings are still between 40 mg/dl to 400 mg/dl. She stated "I think it's me and what I'm eating." The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and return of suspect product was requested.